Event description:
During servicing of battery pack which was returned for routine maintenance, it was discovered that the battery pack was discharged to 2.29 volts. Failure analysis of the pack discovered a shorted u3 supervisory ic. The last patient to use the battery pack did not experience any problems with it.